Event description:
It was reported that the patient experienced an implant of an artificial urinary sphincter(aus) device after the device was explanted due to an infection. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.